Event description:
The customer reported that during a cardioversion it took 4 attempts to deliver a shock. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that during a cardioversion it took 4 attempts to deliver a shock. There was no negative patient impact. The issue was identified as the users not holding down the shock button long enough to deliver the energy. The customer confirmed there was no malfunction of the device. The device has passed op check and is back in service.